Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarm. Eval was able to close the door with a loaded IV set, however the force required to secure the door is above the expected levels. The door hooks were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt incident.